Event description:
Dr was using aspirator and claims to have burned dr's hand on aspirator tip. The dr had no residual problems from the burn to dr's hand, but thinks that there could be a potential for the silicone tip to burn the pt's brain. Surgery time was extended because they had to stop several times for the handpiece to cool. The patient is on a regular floor and recovering.